Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0072) was repaired, because of a noted insulation problem, during a routine replacement procedure of an implantable cardioverter defibrillator (ICD) for normal battery replacement. The lead remains actively implanted.